Event description:
It was reported that some of the peremption dates of batches that are not matching with the boxes of goods received. No patient injury or involvement was reported.

Manufacturer narrative:
One sample was received at the investigation site in its original packaging. Expiry dates on labels versus expiry dates in system versus expiry dates in purchase order were compared and it was found that there is mismatch. Expiry dates on labels are correct but expiry dates in the system are incorrect. Root cause related to quality control. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. All expiry dates within dhrs are correct. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).